Manufacturer narrative:
The complaint issue could not be reproduced. The suture exhibited some flat spots where it may have been pinched between the driver and implant. This may have been due to an anomaly during the assembly process. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent procedure utilizing a suture anchor on (B)(6), 2011. During the procedure, the surgeon attempted to use the suture anchor, but the anchor would not disengage. The surgeon used a pair of pliers to remove the anchor. No injury to the patient or delay in the procedure was reported. Another product was used to complete the procedure.